Event description:
The doctor realized the haptic was missing after the lens was inserted into the patient's eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00261 for the delivery device used with this intraocular lens.